Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station stuck on blue screen requested admin password. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station using remote support service (rss), entered the password, and confirmed the station was accessible and functioning properly. There was no issue on the device. The system functioned as intended when the technical support specialist investigated the device.